Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the pump touchscreen was unresponsive. Subsequently, a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was displayed as "high"; however specific value was not provided. Customer administered a manual injection to address bg.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction alarm and unexpected shutdown issues were verified, but the alleged touchscreen issue could not be verified.